Event description:
Procedure: duodenum pancreectomy. Based on the info provided by the facility the pt was operated on and the surgeon did not notice any problems with the device or the pt during the procedure, and there were no alarms from the generator or device. On the first day post procedure the pt hemorrhaged and was returned to surgery. Then, according to the report, the pt hemorrhaged on the seventh day and the eighth day post procedure. Each time the pt was returned to surgery. The dr stated he could not perform a detailed analysis of the hemorrhages due to the emergent nature of the re-operations, but he claims the bleeding seemed to originate from an artery stump that was treated with the device. The surgeon reported both manual suturing and comparable devices were used during the reoperations. Subsequent to this series of operations the pt expired.